Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted 2 mm below the basal plane. Under-expansion of the valve was noted and severe paravalvular leak (pvl) was observed. When a balloon aortic valvuloplasty (bav) was performed, the valve dislodged 2 mm above the basal plane. A second transcatheter bioprosthetic valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.